Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. Aneurysm and vessel morphology from the time of implant were not reported available. Currently, CT shows that the aneurysm diameter is 5.2 cm and that the aortic neck is reverse funnel-shaped, ranging in diameter from 18 mm at the level of the renal arteries to 25 mm distally, over a length of 15 mm. It was reported the stent graft has migrated distally due to the dilatation of the aortic neck, resulting in a proximal type I endoleak. An intervention is planned. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Intervention required) - evaluation results: endoleak, graft migration; aortic neck dilatation.